Event description:
It was reported that the customer was hospitalized for dka. The family member stated that the customer also has the flu. It was indicated that the md ordered to change the basal rates. Assisted that family member with adjusting the basal rates. At the time of the call, the contact refused to troubleshoot and will call back. No further details.